Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician stated that the collagen deployed outside of the patients skin. The physician then had to cut the collagen leaving the suture and anchor inside the common femoral artery. The patient was stable and in fair condition. The procedure was completed using manual pressure and a fem stop was applied. Additional information was received on 11/27/18: a pre-deployment angiogram was performed. The anchor was not removed from the patient. The patient received two separate procedures on separate days.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.